Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: name of the initial procedure on (B)(6) 2020? Laparoscopic inspection was performed on that date. Were there any intra-complications? No further information is available. Where were two intercedes applied? Location details? Two sheets of 4350xl were applied over a wide area, including the wound and the site of adhesion detachment, omentum, fat, and small intestine. Any concurrent procedures? No further information is available. Other relevant patient comorbidities/concomitant medications? No further information is available. What was an indication for the ((B)(6)) re-operation? Scheduled robot-assisted laparoscopic gastrectomy. Surgical findings of re-operation? It was found that there was adhesion on the area to which the intercedes were placed on feb 8. The level of adhesion was worse/stronger than that seen on (B)(6). How were adhesions treated? The adhesion was separated. No anti-adhesion material was used. What is physician¿s opinion as to the etiology of or contributing factors to these events? No further information is available. What is the patient's current status after re-operation (B)(6) 2020? No problem. The patient demographic info: age, gender, weight, bmi at the time of index procedure no further information is available. Product lot number? The lot number is unknown. The additional information: the adhesion observed at the time of the operation on (B)(6) was a strong adhesion to the abdominal wall with the entire application site. When the trocar could not be punctured at the time of puncturing the trocar, a strong adhesion was confirmed. Adverse event regarding 2nd sheet of absorbable adhesive barrier applied on (B)(6) 2020 was submitted via medwatch 2210968-2020-02278.

Event description:
It was reported that the patient underwent a laparoscopic inspection procedure on (B)(6) 2020 due to adhesion, and after the adhesion was separated, the absorbable adhesive barrier was placed over a wide area, including the wound and the site of adhesion detachment, omentum, fat, and small intestine. There was no excessive bleeding; the absorbable adhesive barrier migration was observed. On (B)(6) 2020, a scheduled robot-assisted laparoscopic gastrectomy reoperation was performed. It was found that there was adhesion on the area to which the absorbable adhesive barrier was placed on (B)(6) 2020. The level of adhesion was worse/stronger than that seen on (B)(6) 2020. The adhesion observed at the time of the operation on (B)(6) 2020 was a strong adhesion to the abdominal wall with the entire application site. It was also reported that when the trocar could not be punctured at the time of puncturing the trocar, a strong adhesion was confirmed. The patient¿s current status after re-operation is with no problem.